Manufacturer narrative:
Mayfield ultra base unit (a2101p) was returned for evaluation. The functional testing and the evaluation of the device could not duplicate the reported complaint. When the unit is properly positioned and put under pressure unit would not have slipped. Please refer to the device IFU for proper user instructions. However, pm maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield ultra base unit loaner (a2101p) slipped during a posterior cervical case. Head went down and the unit had to be unlocked and re-locked again. Customer also reported that unit was in "shabby looking condition, very old or used looking." There was no patient injury and no delay in procedure.